Event description:
A customer reported a cartridge alarm 20 but confirmed there was no adverse impact on their blood glucose level. Although there was a history of cartridge alarms with consecutive cartridges, this specific alarm did not occur during the loading process and was unrelated to previous alarms with the same pump. Tandem technical support decided to replace the pump, as it was under warranty, and provided the customer with instructions on putting the pump into storage mode and returning it within 10 days. The customer, who does not use fsl2+ sensors and was informed about receiving a pump with updated software, will use mdi as a backup insulin therapy until the replacement arrives.